Manufacturer narrative:
Per follow-up with the health-care provider, the explant was due to endocarditis, source is intravenous drug use (ivdu). Based on the operative report received on (B)(6) 2012, it was learned that the device was explanted on (B)(6) 2006, after an implant duration of 2 years and 3 months. Per the op report, in 2004 the patient underwent a mitral valve replacement for infective endocarditis. Per the operative findings, the subject valve was well seated with no paravalvular leak nor annular abscess. There was obstruction of the leaflets of the bioprosthesis and large globules of vegetation material on the leaflets and on the posterior mural surface of the left ventricle. There was no ventricular abscess nor annular abscess. The subject valve was replaced with a non-edwards mechanical valve. Unfortunately, the subject device was not returned for evaluation. Therefore, the subject device cannot be assessed for any deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, per the health-care provider the source of endocarditis is intravenous drug use. No further actions are possible with the available information. Corrected the following information: age at time of event and date of birth, date of event, if explanted, give date, approximate age of device.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 8 years. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information or the sample device is received.